Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the no image was a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The coating on the insertion section was peeled off was caused by external factors or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image. The issue was observed during preparation for use, and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following: no electrical continuity due to damage on the distal end, the plastic distal end cover was shaved, the connecting tube had a wrinkle and a dent, the bending tube had a dent, the scope connector had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to deformation of the bending tube the bending angle in the up direction exceeded the standard value, the scope connector cover unit had a scratch, the universal cord had a scratch and a dent, the insertion tube rotation ring had a scratch, the switch box had a scratch, the angulation lever had a scratch, the grip had a scratch, the suction cover had a scratch, the control unit had a scratch, and the up/down plate had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.